Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, during the implant procedure, "something went wrong with the operation," and that, "the wire was put in too high. The patient also reported that, "the same day post-operatively they were, "very sick," vomiting, had potential syncopal episodes, "almost died twice," and, "became a vegetable," relating to their heart. They further reported that the night before their original discharge date, they had a further 12 syncopal episodes, which were, "deeper," and, "longer," and that they had bradycardia, with potential pacing pauses. The ipg system remains in use. No further patient complications have been reported as a result of this event.